Manufacturer narrative:
The boston scientific technical services recommended attempting to reproduce noise in clinic, and obtaining a chest x-ray for further analysis. The possibility of reprogramming the device to monitor only mode until a revision procedure could be performed was also discussed. Additional information indicates that no x-ray was taken, and no lead revision has been scheduled due to the patient's condition. Of note, the patient is currently undergoing radiation therapy for cancer. Current records suggest that this rv lead and ICD remain in service at this time. This event will be updated if any additional information becomes available.

Event description:
Boston scientific received information that this transvenous right ventricular (rv) lead and implantable cardioverter defibrillator (ICD) detected an rv pacing impedance measurement of greater than 3000 ohm. Loss of capture in the rv was occurring, and there was some noise observed on the rv rate/sense channel. The patient is not pacemaker dependent, and no adverse patient effects have been reported as a result of these observations.